Event description:
A customer reported a malfunction with a pump, which was identified by the malfunction code "malf 12." There was no adverse impact to the customer's blood glucose level due to this issue. The customer reset the pump themselves and agreed to use multiple daily injections as a temporary backup therapy. Technical support confirmed that the pump was under warranty and arranged for a replacement pump to be sent. The customer was instructed to put the pump into storage mode and return it using the prepaid label provided, which they understood and acknowledged.